Event description:
It was reported that underfill occurred with a bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes. The following information was provided by the initial reporter, "customer text: the client received a qns on a quantiferon and we need to have the lab confirm if the tube has one of the lot numbers that has a defective vacuum in the tube."

Manufacturer narrative:
Date received by manufacturer: 2019-05-10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA # (B)(4).

Event description:
It was reported that underfill occurred with a bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes. The following information was provided by the initial reporter, "customer text: the client received a qns on a quantiferon and we need to have the lab confirm if the tube has one of the lot numbers that has a defective vacuum in the tube."